Event description:
Noise on the rv channel during electrode pacing, registers it as vf in addition to the capacitor charging without getting a shock twice. Reprogrammed for longer detection. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Noise on the rv channel during electrode pacing, registers it as vf in addition to the capacitor charging without getting a shock twice. Reprogrammed for longer detection. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd of july 2024 and 10th of april 2025 recorded a stable pacing impedance of 400 ohms and a stable shock impedance of 75 ohms. The analysis of the provided iegm episodes revealed artifacts on the atrial, rv and far-field channel, which led to the reported oversensing as well as an inappropriate shock in episode 25 and ICD charging cycles. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.